Manufacturer narrative:
H10: it has been confirmed all necessary parts has been ordered to resolve the reported issue, yet some remain unavailable. The repair for this unit cannot be conducted at this time due to the part(s) being on back order due to a global product hold. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from customer biomed reporting the screen of the v60 ventilator was dim. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with biomed and confirmed the unit did not have a functional display. The rse provided user interface replacement part details. Investigation ongoing / resolution pending.